Event description:
Customer alleged the chrome is peeling off right side frame. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t4, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. The maintenance department of cleveland clinic called and stated that a technician went to grab a t4 wheelchair and felt a pinch to the hand. When he looked, he stated that he saw the chrome peeling on the side frame of the chair. The tech did get poked but it did not puncture the skin. The facility will be contacting their territory business manager about an RMA and shipping label to have the product returned to invacare for an inspection and evaluation. No injury or medical intervention.